Event description:
A hospital in (B) (6), (B) (6) reported via a distributor that a fire occurred in a set-up which included the bc060 single-heated breathing circuit, mr850 respiratory humidifier and mr290 humidification chamber. The incident occurred at some point during the set-up and preparation of equipment, before pt connection and use. No pt was involved. Accordingly, no consequence to pt, medical staff or other parties was reported.

Manufacturer narrative:
(B) (4). Conclusion/comments: further to our inspection of the complaint device and components, it is most likely that the fire as reported originated in the region of the inspiratory tube heater wire socket of the bc060 breathing circuit close to the humidification chamber end. The most probable cause appears to be mechanical damage to the tube by the user which resulted in the heater wire releasing from its retaining clip. This resulted in bunching of the heater wire resulting in localized overheating of the section of the inspiratory tube which melted. The hospital has advised fph that the bc060 breathing circuit, designed for single-use only, had been reused despite fph's user instructions indicating otherwise. It is therefore likely that repeated cleaning and possible stretching of the tube caused the heater wire retention clip to dislodge within the inspiratory tube and the heater wire to retract and bunch up. It is also possible that the cleaning agents used (although not specified by the hospital) could have caused physical degradation to the heater wire insulation exposing the filaments to electrical short circuits and/or arcing. Fph's user instructions that accompany the subject breathing circuit has always specified the following statements to warm the user against potential localized overheating: check that the heater wire is evenly distributed along the inspiratory tube and not bunched or kinked. Do not soak, wash, sterilize or re-use this product. Do not stretch or milk the tubing. Immediately following this incident, fph representatives again advised hospital staff to refrain from the practice of re-using breathing circuits designed for single-use. A review of our complaints database revealed only one other incident of this nature with respect to the bc060 breathing circuit, reported by a hospital in (B) (6), (B) (6). In that event, our key observations also pointed towards possible mechanical damage caused by stretching and mishandling.